Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had become dim gradually since 6 months ago. It was hard to read even with contrast set to maximum setting. No trauma to the pump was noted. Pump was exposed to moisture but there was no evidence of moisture or corrosion in the pump. Battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2014 - device evaluatio:the insulin pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was observed to be dim and discolored. Unrelated to the display issue, it was observed that the bolus button was inoperable due to missing cover and the missing button mechanism.